Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered from the cartridge. Customer's blood glucose (bg) level was 600 mg/dl with trace ketones. Manual injections were administered to address bg level. Reportedly, the cartridge was changed to address the issue.